Manufacturer narrative:
Follow-up #1 and final report submitted to correct and to update sections and based on the results of investigation. Reported event: an event regarding the appearance of baseplate angulation in the x-ray involving rio®upgrade disk pka 2.5.6.1 (p/n (B)(4) ) was reported. Method & results: -device history review:not performed as the device in investigation is software. No rio serial number reported. -complaint history: based on the device identification (pn (B)(4) ) and the software version from the case, the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate version. There were 216 other reported events for the listed catalog number/software version. Of those, none reported the appearance of baseplate angulation in the x-ray. Conclusions: the session data and post-op x-rays from the case were reviewed. An analysis of the post-op x-ray, implant planning, and system results was completed. Review of the post-op x-rays demonstrated angulation of the baseplate. A comparison of the post-op x-ray with the selected posterior slope from implant planning, shows that the slope is within 1 degree. The data at this time shows that the system worked as intended.

Event description:
A surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. Post operative x-rays showed that the tibial baseplate seemed angled with respect to the bone. The implant was left in the patient.

Event description:
A surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. Post operative x-rays showed that the tibial baseplate seemed angled with respect to the bone. The implant was left in the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.